Event description:
Balloon was advanced through the pt's arm into the dialysis graft for inflation. Balloon was placed and inflated with no difficulty. During the attempt to remove the device, the physician was unable to deflate the balloon. Physician placed a needle through the dialysis graft in order to puncture the balloon. Device was removed with no ill affects to the pt.